Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump display went blank immediately after insulin pump exposure to moisture. Customer¿s blood glucose level was unknown. Customer stated that the insulin pump had a long beep and no power or screen and took battery out waited for 10 minutes. Customer states a constant tone was occurring. Troubleshooting was performed. Customer was advised to discontinue use of the insulin pump and to revert to backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Device received with moisture damage motor, vibrator, keypad and battery tube assembly.